Event description:
Pt is a bilateral transtibial amputee, since 1964. Pt was a very active, independent person until they were prescribed new bilateral transtibial prostheses after a stump revision in august 0f 2004. Upon recommendation by the prosthetist, pt was fitted with tec-harmony vacuum suspension systems, now available through otto bock. Unfortunately, prosthetist error (he forgot to check for total contact and the use of this particular system, involving active negative pressure with each step), resulted in large bilateral water blisters at the distal ends of both of stumps. These blisters developed on the very first day. Pt was allowed to wear them home, they have caused a great deal of agonizing pain and loss of ability to actively use the prostheses prescribed and touted as being the prosthetic systems for them. There has been longstanding physical harm, involving non- or delayed closure of the large open wounds which resulted form the bilisters. The left wound reluctantly closed after 5 months, with the help of a wound healing team. The right wound did not close on its own, despite several attempts at closure with various dressings, an attempt at a surgical closure -which dehisced-, 17 hyperbaric oxygen therapy treatments, and the use of the v.a.c. System over a period of four months plus. Finally, in december 2005, one year after the initial blisters, pt underwent another revision surgery on the right, with aggressive antibiotic therapy, and the wound is now finally closed. Pt is not diabetic. All things being equal, after being an amputee with over 40 years' experience and after wearing at least a dozen different types of prostheses, if the prosthetist had fit with any other system -even with his forgetting to check for total contact-, pt believes there would not have been any damage; at the very least, any damage would have been considerably less. Pt hasn't been able to wear their right prosthesis much after the initial delivery date. When the blisters developed; pt hadn't been able to wear it at all since spring 2005. Pt is currently using a wheelchair, using left prosthesis to transfer only, awaiting the MFR and delivery of new prostheses. Pt has much rehab ahead of him - they are not sure they will regain all of their function. Another common problem that they have experienced is the intermittent, often sudden loss of vacuum, and thus suspension, often causing a fall or extremely difficult transfer - the loss of suspension separates limb from the socket and makes the prostheses feel like quicksand under them. When rptr brought this issue up to the prosthetist, he quoted the developer: "there is no such thing as a small hole in a balloon." The trouble is that the tiniest nick or hole in the suspension sleeve will result in loss of suspension - it does not respect where or when or under what conditions. This makes it very dangerous. Pt doesn't believe that these devices are meant for everyone, as the developer, MFR, and prosthetist like to avow. Only the rare bilateral amputee should wear them, and anybody with compromised skin or systemic issues, such as diabetes, should probably steer clear of them. Pt feels system can easily cause serious problems in a relatively short period of time, as their last fourteen month's experience can attest.